Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, only two staples were successfully deployed, and subsequent attempts to push out additional staples were unsuccessful. The small handle of the device broke when the surgeon attempted to push further. The surgeon was not able to squeeze the handle. A new device was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d3 (MFR name, street 1), d9, g1 (MFR contact first name, last name, postal code, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Four devices were returned for analysis. Visual inspection noted that the instrument 1, instrument 3, instrument 4 noted the instrument had a single use loading unit (sulu) attached with 1 remaining staples, with 6 remaining staples, with 8 remaining staples respectively. The handle was damaged and broken off. Functionally, the trigger was actuated the instrument cycled properly and deployed the remaining tacks. The tacks formed and seated properly in the appropriate test media. It was reported that subsequent attempts to push out additional staples were unsuccessful. The small handle of the device broke when the surgeon attempted to push further. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument handle is not completely cycled affecting the timing of the instrument creating a jammed condition, and then cycling the handle a second time with force causing the handle to disengage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to fire the stapler, simultaneously press the instrument nose against the tissue, mesh or patch and squeeze the handle as far as it will go, then release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.